Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the patient experienced unpleasant shock sensations.

Manufacturer narrative:
G2: the country of the event is gb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that a neurostimulator device was associated with positional shocks experienced in the neck and upper limbs as of (B)(6) 2024, leading to an unscheduled clinic or office visit. The patient contacted the pain clinic as since the activation of his device the day before he was getting shocks in his neck and upper limbs. The patient was reprogrammed as of (B)(6) 2024 and stimulation parameters were reduced as an intervention, and the situation was ongoing, with a review pending to assess the effectiveness of the reprogramming. The etiology was noted as not related to the implant procedure, but a causal relationship with the device or therapy and due to programming. The date of the most recent programming prior to the event was (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient had an appointment on (B)(6) 2025 and no problems were reported. Outcome was resolved without sequelae on (B)(6) 2025. Indication for use: neuropathic (injury to nervous system), and failed back surgery syndrome.